Manufacturer narrative:
The hill-rom technician found the communication cable was inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the side communication functions were not working. The bed was located at the account in ms2. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).